Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's pump was flipped and when attempting to do a reprogramming it was unable to be interrogated. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the doctor looked at pump under fluoro to determine it had been flipped. Actions/interventions included the doctor manually flipped the pump. It was unknown if the issue was resolved at the time of this report and the patient's status was "alive- no injury". Surgical intervention was not planned. The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via a company representative indicated that the patient hadn't been feeling better. It was unknown if there were external factors that led to the issue. The pump was still flipped. No actions were taken to resolve the event. Surgical intervention is planned, but it has not yet been scheduled. The patient has a consult for surgery in july. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2021: explanted: (B)(6) 2022: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 2023-10-27, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 2.5 mg/day and fentanyl 400 mcg/ml at 100 mcg/day via an implanted pump. It was reported the pump flipped and the catheter twisted/kinked on itself. The patient mentioned he had not been seeing relief from the therapy. The managing physician noted discrepancy in reservoir volume at recent refill and had also flipped the pump in the office in order to refill the pump. Actions/interventions included a catheter revision on 2022-jul-27. During the procedure, the surgeon found the pump segment twisted on itself several times and the pump was flipped. The surgeon decided to connect a new pump segment to the spine segment as well as move the pump to the patient's left side. The pump was replaced on 2022-jul-27. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available.